Event description:
It was reported that during a coronary stent procedure of a mid circumflex lesion, the stent dislodged. Attempts to retrieve were unsuccessful. The stent was located in the proximal circumflex and deployed with another balloon catheter. The target lesion was finally stented with another manufacturer's stent. Pt status is listed as "okay".